Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section e1: email address: unknown, as information was asked but it was not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account initially reported a planned explantation of a preloaded multifocal intraocular lens (iol) driven by the patient's preference for improved near vision. Additionally, it was noted that the lens was explanted from the patient's left eye on (B)(6) 2025 due to poor near vision. The replacement lens was a different model (drn00v), but of the same diopter as the original lens. No unplanned surgical interventions occurred, and no medications outside the standard of care were required. There was no report of patient injury. Post-operatively, the patient's vision was good at 20/40, as assessed on day-one. No further details have been provided.

Manufacturer narrative:
Additional information: historical data analysis: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Therefore, no further actions are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.